Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and before aspiration the occlusion balloon deflated unexpectedly. The physician was unable to aspirate the vessel. The pt did have transient atrial fibrillation. The pt is reported to be fine.